Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in, it was observed, due to deformation of zoom lever, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, the adhesives around light guide (lg) lens had white-clouded area, adhesives around objective lens had white-clouded area, the image guide (ig) protector had a scratch, the protector of universal cord on the standard-connector side had a scratch, protector of universal cord on control section side had a scratch, the universal cord had a wrinkle, deterioration was noted due to stress during reprocessing, the connecting tube had a scratch, switch 4 (sw4) had wear, sw3 and sw 1 had a scratch, the electrical connector had discoloration due to water leakage, due to clogging of the nozzle, water removal ability did not meet the standard value, the adhesive on the bending section cover (a-rubber) had a white-clouded area and had a chip, the a-rubber was scratched, and the connecting tube had a wrinkle. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had air/water leakage. Upon inspection of the customer¿s returned device it was observed, foreign matter was found clogged in the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button: 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.